Event description:
It was reported that during night shift, the pump alarmed and stopped pumping during use. The doctor did not wish to swap out the pump during the night. The issue resolved with turning the pump off then back on again. The pump was ultimately switched out in the morning. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. A photo provided by the customer shows an error message on the screen "unable to auto zero fos". The display also shows a proper ECG signal and successfully recognizing each beat on the ECG with an arrhythmia detected. The reported complaint of "alarm on pump and pump stop" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during night shift, the pump alarmed and stopped pumping during use. The doctor did not wish to swap out the pump during the night. The issue resolved with turning the pump off then back on again. The pump was ultimately switched out in the morning. No patient harm or injury. The patient status is reported as "fine".